Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 166 mg/dl, 63 mg/dl, and 58 mg/dl. No high blood symptoms reported with these results. No action was taken based on device results. The customer did not provide the location where the discrepant results were obtained. No quality controls were used, not adverse event reported. Requested return of suspect device and replacement was sent.